Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was experiencing diaphragmatic stimulation. The patient also reported hearing beep tones coming from the device. The device was interrogated and was found to be in safety mode. The pacing outputs and vectors were not programmable in this mode to resolve the diaphragmatic stimulation. There was no evidence that the patient had been exposed to radiation. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Upon receipt, technicians reviewed device memory data in an attempt to determine the reason for the device reverting to safety core. This review revealed that an uncorrectable double bit flip in ecc parity check bits resulted in three warm resets in less than a 24 hour period. Three resets caused device mode to change safety mode. Safety mode caused tones and outputs may have increased from previous levels resulting in the diaphragmatic stimulation reported by patient. With additional analysis performed, it was not possible to determine the cause of the original data alteration. Critical therapy remained available.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--